Event description:
It was reported that the user experienced hyperglycemia and stated they took insulin ¿as if I had eaten¿ in an attempt to lower glucose, with cause unclear and no associated alerts or alarms reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included temporary impact on health without hospitalization. Investigation included follow-up to obtain a blood glucose questionnaire and additional clinical information. Investigation of this case revealed that the event lacked a clear device-related cause and that no specific device component malfunction was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.